Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 7pm. She tested on the subject device and observed a value of ¿268mg/dl¿ and then tested on another meter (freestyle) and reported a value of ¿127mg/dl¿ performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what medications the patient was taking, if any, at the time of the alleged issue. Nor is it known if she made any changes to her medications, diet or activity level in response to the alleged issue. The patient claimed she developed symptoms of ¿sweating and headache¿ 1 day later. She went to see her doctor on (B)(6) 2014 at an unspecified time. The patient reported that she was treated with glipizide pills 2.5 mg by her doctor. No other meter was reported as being used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Quality control was not run since the patient did not have control solution available. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms and form of treatment provided by the hcp correlated with the high result obtained on the subject meter. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy claim.